Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire became separated and remained inside the patient's body. The 90% stenosed, approximately 3.0mm target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotaburr and a 330cm rotawire were selected for use. Ablation was performed 2-3 times by the rotational burr being moved forward and backward all the time without staying in one place. Rotational speed of each ablation was 180,000rpm for 15 seconds each ablation. Rotational speed decreased by approximately 5000rpm each ablation. The annulus of the rotaburr did not come into contact with the spring tip of the rotawire. During debulking of the lesion it was noted that the rotawire movement became abnormal and the rotawire became separated. Furthermore, approximately 1cm of the rotawire's tip remained inside the patient's body in the diagonal. The procedure was ended as it was. The patient was discharged from the hospital. No further patient complications were reported.

Event description:
It was reported that the rotawire became separated and remained inside the patient's body. The 90% stenosed, approximately 3.0mm target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.25mm rotaburr and a 330cm rotawire were selected for use. Ablation was performed 2-3 times by the rotational burr being moved forward and backward all the time without staying in one place. Rotational speed of each ablation was 180,000rpm for 15 seconds each ablation. Rotational speed decreased by approximately 5000rpm each ablation. The annulus of the rotaburr did not come into contact with the spring tip of the rotawire. During debulking of the lesion it was noted that the rotawire movement became abnormal and the rotawire became separated. Furthermore, approximately 1cm of the rotawire's tip remained inside the patient's body in the diagonal. The procedure was ended as it was. The patient was discharged from the hospital. No further patient complications were reported. It was further reported that the rotawire got separated at diagonal branch and there was no attempt/plan to remove the device.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).